Event description:
The customer reported that the companion 2 driver did not recognize wall air and always ran on the compressor. The customer checked the air supply and air hose and did not find an issue. The patient was switched to a backup driver without impact. This alleged failure mode poses a low risk to the patient, because it does not have any effect on the companion 2 driver¿s ability to perform its life sustaining functions. Syncardia has requested that the companion 2 driver be returned for eval. The results of the investigation will be provided in a supplemental MDR.